Manufacturer narrative:
Unit passed displacement test and self test. Pump error alarm was present in the pump trace download due to broken trace at u1 pin 6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Fill cannula was recorded in daily history. The troubleshooting was performed. The insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.